Manufacturer narrative:
There was no report of device malfunction during the procedure and the system functioned as expected. Submission of this report is associated with the recent acquisition of gynesonics by hologic, inc. During the integration into hologic's adverse event reporting system and procedures, a review of historical adverse events was performed. As a result, this event was identified as being reportable on (B)(6), 2025 and is being reported retroactively out of an abundance of caution.

Event description:
On (B)(6), 2022, it was initially reported to gynesonics that a patient treated on (B)(6), 2022, had been admitted with pain and bleeding but was treated for possible infection on (B)(6), 2022. Per the treating physician: "admitted with pain, offensive discharge & temp on friday (4/4/22). CT was requested and showed no evidence of perforation/intra-abdominal collection. Uterine cavity distended. Pyometra/hematoma. She was commenced on clindamycin/gent IV antibiotics following discussion with micro (allergic to penicillin). Review monday morning she was clinically much improved, apyrexial for >36hours, obs stable and inflammatory markers improving. She was discharged with oral antibiotics with follow up planned"